Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Device testing revealed results within normal limits. A CT scan revealed normal results. The recipient continues to wear the device and will be managed by the center's programming plan. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
On (B)(6) 2023, the recipient underwent an MRI with the magnet in place. Bandaging protocol was not followed. The recipient presented with a displaced magnet. The recipient reportedly underwent surgery to flip the magnet on (B)(6) 2023. Following the surgery the recipient is reportedly experiencing poor sound quality. Device testing revealed results within normal limits.